Manufacturer narrative:
This is the same event as 3010536692-2014-01668, -01669, -01670. This report will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to pain.